Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional devices listed in this report: catalog: 502-11-56f description: trident hemispherical cluster hole shell lot: 62055302. Catalog: 6720-0435 description: size 4 accolade ii 132 deg, lot: 57032604 . Catalog: 6260-9-036 description: v40 cocr lfit head 36mm/-5 lot: 1x52tm . At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Product not returned.

Event description:
Increase right thigh and groin pain reported at 6-month follow-up in clinical trial on accolade ii.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation it remains implanted. Clinician review: review of these records confirms at 5 months after surgery the patient reported minor soft tissue discomfort following a right tha with an accolade stem. No mechanical issues were reported. Xrays show the implants to be appropriately sized and positioned. There is no evidence of mechanical complication or loosening. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review; there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: review of these records confirms at 5 months after surgery the patient reported minor soft tissue discomfort following a right tha with an accolade stem. No mechanical issues were reported. Xrays show the implants to be appropriately sized and positioned. There is no evidence of mechanical complication or loosening. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Increase right thigh and groin pain reported at 6-month follow-up in clinical trial on accolade ii.